Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a knee arthroplasty and is now experiencing difficulty walking.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical product - unknown item #, cementless tmt monoblcok tibial component, zimmer patella component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Primary surgery op notes were reviewed, it was noted that there was a large amount of clear joint fluid present and most of the fat pad was excised. After the femur was sized, the secondary femoral cuts were made in slight external rotation and after removing cruciate and meniscal remnants the flexion gap was checked and found to be satisfactory with a spacer block. The patella was left non-resurfaced as it was only 19 mm thick and articular cartilage was in good shape without bony deformity. The implants were impacted in the usual fashion and patellar tracking was central without lateral release. The op notes revealed no deviations or complications in the surgery. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.